Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used in the colon during a colonoscopy procedure. According to the complainant, during the procedure, the handle cannula detached. The procedure was completed using another captiflex small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of handle cannula detached. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found the handle cannula detached. There were also marks from the handle assembly process noted on the handle cannula. The complaint was confirmed; the handle cannula was detached. The investigation fails to determine a definite or a potential root cause. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used in the colon during a colonoscopy procedure. According to the complainant, during the procedure, the handle cannula detached. The procedure was completed using another captiflex small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.